Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Patient also had a device implanted and a device previously explanted. Through follow up with the health care provider (via fax), we received additional information and a copy of the operative report. However, no further information regarding the patient's death was received. A device history record review is in process.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after a implant duration of approximately 0.2 months, due to unknown reasons. Per the operative report of 2009, the patient was transferred to the cardiovascular intensive care unit in critical condition.